Event description:
It was reported that this patient has had untreated episodes due to t-wave oversensing with some noisy signals. The physician was unable to generate the episode report but was eventually successful. Technical services discussed that it was likely an isolated incident. It was also noted that the patient recently received an isolated inappropriate shock due to the t-wave oversensing with noisy signals. Later, the patient received multiple inappropriate shocks. The system was explanted and replaced. There were no additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that this patient has had untreated episodes due to t-wave oversensing with some noisy signals. The physician was unable to generate the episode report but was eventually successful. Technical services discussed that it was likely an isolated incident. It was also noted that the patient recently received an isolated inappropriate shock due to the t-wave oversensing with noisy signals. Later, the patient received multiple inappropriate shocks. The system was explanted and replaced. There were no additional adverse patient effects.